Manufacturer narrative:
Device had scratched lcd display window. Device passed displacement test and self test. No missing segments or partial display noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a lot of scratches on the lcd screen and customer cannot read the display. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.